Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that loss of capture was observed. Programming change was made. The patient was well after the event.